Event description:
Same case as MFR report #2939204-2010-00830. It was reported that during a percutaneous coronary interventional procedure a dissection occurred. The unspecified target lesion was located in the left anterior descending (lad) artery. A non-bsc guide wire was placed and then a 7f mach 1 cls3 guide catheter was advanced over the wire. An f/g, atlantis, sr pro intravascular ultrasound (ivus) catheter was advanced. During manual pullback to reposition the device to look at an unspecified area of interest, the image was lost. Upon removal of the ivus catheter, a small dissection was noted in the lad. The dissection was treated with the implant of a 3.0 x12 promus stent and a 2.75 x12 promus stent. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).